Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump twice alarmed motor error and the pump has a blank display. Customer's blood glucose was 238 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The pump passed all functional tests, including the idle current measurement, run current measurement, self-test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery alarm tests. No motor error alarm was noted. The motor passed the motor test. The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked lcd window and minor scratches on the lcd window.